Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided on the final report.

Event description:
Related manufacturer reference number: 1627487-2019-09531. It was reported that the patient developed an infection at their lead and anchor site. As result, surgical intervention was taken to explant the scs system. Infection has been resolved.

Manufacturer narrative:
The device history record was reviewed to ensure proper packaging and sterility. Based on the information received, the cause of the reported incident could not be conclusively determined.